Event description:
The customer reported the system displayed a channel 5 error code and there is a burning smell. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the filament driver, generator driver, and snubber boards. System operates as intended. (B)(4).